Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, there was a failure to oxygenate the patient. When cpb was initiated, cdi 500 blood gas analyzer was used and po2 was 300+mmhg at 100% fio2. The fio2 was decreased to 80% and the po2 decreased to ~290 mmhg. As the patient was being cooled due to high body temp, the po2 decreased to 191 mmhg. The sweep gas was increased to >10 lpm to blow out any condensation and the po2 increased slightly but then decreased after a short time. An o2 e-cylinder was connected directly to the oxygenator which resulted in an increase in po2 to ~250 mmhg. It eventually decreased to <160 mmhg per the cdi 500 blood gas analyzer. Approximately 70-80 minutes into cpb, the entire circuit was changed out, not just the oxygenator. The patient was being cooled and the temp was approximately 29 c. The patient was given 3 units of prbc's, all blood from the original circuit was returned to the replaced circuit and over 3 liters of fluid was hemoconcentrated from the replaced circuit. There was no laboratory analyzed blood gas done between 2043 and 2125 to check a laboratory blood gas to confirm the blood gas values on the cdi 500. The po2 at 2043 on the pump record was 194 mmhg indicating adequate oxygenation (po2 values ranged from 194 -423 mmhg). The ph values were very acidotic (7.20 and 7.12) with base deficit values of -10.0 and -10.8 meq/l. The po2 values were 201 and 99, pco2 values were 45.4 and 56.8 respectively. These are indications that the patient may not have been adequately ventilated. Also noted, during the time frame of 2100 - 2120 the forane was turned off and the venous saturation values decreased from 65% to 54%; this was also the time frame that the po2 values were <160 mmhg using the cdi 500 blood gas analyzer. The amount of blood loss is unknown. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on february 22, 2018. (B)(4). The returned sample was visually inspected and it was noted that there were no noticeable anomalies present. Gas testing was also performed and no anomalies were revealed in the gas transfer performance of the actual sample. Insufficient blood flow rate against the patient's bsa and a higher patient metabolism due to the lack of utilization of forane may have contributed to the issue.. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.